Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 110 mg/dl and 220 mg/dl on the compact plus system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.